Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, the q1 and u14 component were shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.